Event description:
I have textured mentor breast implants. I've now had two infections due to bacteria harboring around the implant. Both breasts have been infected now. Now I'm facing another surgery I cannot pay for due to spending everything on the original procedure. I have joint pain and autoimmune issues. FDA safety report ID# (B)(4).